Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during vitrectomy surgery, an ophthalmic system failed midway through the procedure. Restarting the system was impossible due to a communication failure with the submodule and system message (sm) was displayed (sm). The patient presented with a giant retinal tear detachment, severely compromising both anatomical and functional outcomes. Although the procedure was completed on the same day, there was a significant risk of requiring surgical operation . The impact on the patient has not been reported. Additional information was requested, but none has been received to date.

Manufacturer narrative:
The initial decision to report was incorrect, resulting in the submission of the report in error. The event involving retinal detachment and the laser issue is not considered a reportable malfunction, and recurrence is unlikely to result in serious injury. No further reports will be submitted under file ID (B)(4). The manufacturer internal reference number is: (B)(4).